Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Component code: g03001. During inspection of the arc i2000sr analyzer, serial number (B)(6) , service observed fluid dripping from the arc, probe (list number 08c94-47) and replaced it. The replacement of the part resolved the issue. A review of the service history for the arc i2000sr analyzer, serial number (B)(6) , revealed no additional erratic or discrepant patient results reported for the (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the arc, probe (list number 08c94-47) and the architect i2000sr did not identify any trends; the rate of erratic results for the i2000sr was found to be below the upper control limit. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the arc, probe (list number 08c94-47) or the architect i2000sr, (B)(6).

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier = (B)(6). All available patient information was included. No additional information was provided. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect troponin results were generated on the architect i2000 analyzer for a 31 year old male. The customer stated an initial result of (sid:(B)(6)) 6493.2 pg/ml was generated, with a repeat result of 2.1 pg/ml. (Reference range <26.2 pg/ml). There was no reported impact to patient management.